Event description:
It was reported the patient lost stimulation and ipg could not communicate with external devices following an unrelated surgery. Ipg was not placed into surgery mode. Troubleshooting with an abbott representative was attempted to no avail. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.